Event description:
According to the information, there was leakage.

Manufacturer narrative:
An evaluation is pending the sterilization of the device. The evaluation will be forwarded upon completion.